Event description:
It was reported that the pt was re-implanted on (B)(6) 2013. No add'l info is available at this time.

Manufacturer narrative:
UDI code not available for this device. Despite several requests, no information has been received regarding the reasons for explantation. The concerned device was never received by the manufacturer for investigation. If the device or additional relevant information is received in the future, the case will be re-opened and the device investigated. A root cause for the reported device explantation cannot be determined. This is a final report.

Event description:
The patient was reimplanted on (B)(6) 2013. Despite multiple requests, no information regarding the reason for the device explantation or its delivery was received.

Manufacturer narrative:
Not available for this device. The device has been explanted and should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a f/u report.